Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A review of the device event log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. There were no failures or malfunctions identified that could have caused or contributed to the patient death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death. The patient was not hospitalized prior to death and was not performing pd therapy at the time of death. The cause of death was unknown. It was unknown if an autopsy was performed. No additional information is available.